Event description:
We recently had a small rubber o-ring from a laparoscopic grasper fall into ta pt abdominal cavity during a laparoscopic surgical case. The surgeon was unable to locate it after 10 minutes of searching. After investigating the issue we have come to lear that simnar, our instrument repair/sharpening vendor, placed these o-rings on the hospital's 3 piece modular richard wolf graspers as a modification in an effort to prevent the green/blue screw-on piece that secures all grasper pieces in place from sliding off the long black insulated grasper portion. Richard wolf (OEM) would create a bump/hump to prevent this from happening. Seminar would add an o-ring to create that same effect. We went back to check all of our graspers and found 9 other graspers with o-rings and removed them. OEM. Richard wolf, do not install o-rings on their atramatic laproscopic modular graspers. Graspers repaired/altered by instrument repair company (B)(4). Dates of use: (B)(6) 2012 - (B)(6) 2014. Diagnosis or reason for use: laproscopic surgery - used to grasp tissue.